Manufacturer narrative:
This report is being filed under exemption number.

Event description:
Journal reference: lee john y k, knodziolka douglas. Thalamic deep brain stimulation for management of essential tremor. Journal of neurosurgery. Sep 2005; 103(3): 400-3. The article evaluated pt outcomes after deep brain stimulation (dbs) surgery of the thalamus used for the treatment of pts with medically refractory essential tremor. Eighteen dbs systems were implanted. Pts were implanted with dbs lead (model 3387 or 3389) and model 7426 neurostimulator. Reportable events: lead (n=1), 7426 ins (n=1) - one pt experienced a lead fracture two months post implant (the connector had been placed in the upper neck rather than under the scalp). The lead was replaced and the position of the lead was confirmed by CT. Several months later, the system was removed because it failed to control the pt's tremor. The 7426 ins (n=1) - one pt experienced temporary erythema at the neurostimulator wound site which required oral antibiotics. Lead (n=1) - one pt experienced an electrode migration requiring surgery to reposition the lead. The 7426 ins (n=3), lead (n=3) - three pts experienced mild hand tingling during stimulation.